Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The main printed circuit board was found out of electrical specification. Battery release and battery drawer are contaminated. Ring cover and two side bail covers are broken. Upper case is broken and lower case is contaminated.

Event description:
It was reported that when the external pulse generator was powered up the liquid crystal displays (lcd's) appeared to be locked and the generator would not power off with the button, instead the battery had to be removed. It was also reported that when the device was powered up, the pacer information on the front screen was all distorted. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.